Event description:
Reportedly, the device was explanted after an implant date of late 2007. The reason is unk as no other details were provided. It is unk if the device is available for return.

Manufacturer narrative:
Device not returned.